Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 132mg/dl at the time of the incident. The customer reported that there was a crack on the upper left hand corner and goes down on about 45 degree angle a little over an inch. It was size of a human hair, also on the right side there was like an arrow head type all black. Half inch from the right hand side. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.